Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2024 the participant was at the clinic for a routine baclofen pump refill. The provider noticed that the lateral edge of the incision las has developed a large blister which indicated that the pump was eroding out through the incision area. The pump was not refilled, the participant was sent to the emergency room for urgent care and preparation for device explantation. On (B)(6) 2024 the participant underwent explantation of his baclofen pump and intrathecal catheter. On (B)(6) 2025, the participant was discharged to his long-term facility in a stable condition. On (B)(6) 2025, the participant was at the clinic for a follow up visit. Surgical sites were intact, there were no signs of infection. The event had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709 (serial: (B)(6); product type: 0184-catheter; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.